Manufacturer narrative:
On (B)(6) 2015 07:58 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "there was a misfuction of the defoaming filter in the reservoir vhk 71000. The reservoir was primed without any problem along the rest of the set but after some time after the surgery had started (and the patient had the circulation externalized), the perfusionists observed that the blood entering the reservoir did not flow properly through the defoaming filter (like if it was obstructed) and thus the incoming blood that was being leaked through the joints in the reservoir lid. The act was kept at values above 350 and no clots were observed anywhere in the reservoir or any of the set components. The surgery could be performed and there was no consequences to the patient". (B)(4).

Manufacturer narrative:
Visual inspection has been performed. Reservoir was cleaned. No abnormalities were found. The cover of the reservoir was opened, sealings were checked and all are in order. The welding points were removed and it was noted that two fixings were slightly bent and that at this point the cover did not seal properly. The remaining three fixings were not bent and the cover sealing was in order. Thus failure could be confirmed. The exact possible root cause could not be determined. This failure is the first of its kind. Device history record of the reported lot has been reviewed by maquet turkey and no abnormality was found. The sample was sent to the supplier for further investigation. The pins have been measured and the claimed sample and the original sample have been compared. As per photos all the pins were welded and all the dimensions of pins are close each other. Also, welding machine failure records have been reviewed with no abnormality found. The investigation results were evaluated and then, trend analysis was monitored in production. Production was observed, however, we could not reach the same failure similar to the complaint. Moreover, we have not received a similar complaint. According to bop "assembling of the filter unit, lid unit, welding" the filter basket must be completely attached to the lid and pins of the lid have to be welded properly with the filter unit. There is 100% control of properly welded parts in the production. Therefore, it is slightly possible that the failure could be related with mcp tr production. The operators are informed about the complaint and instructed to be more careful during assembly and visual control of the pins of the lid. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).